Manufacturer narrative:
The actual returned device was visually inspected, and filled with water to check float operation. Results: when the complaint device was filled with water, both floats of the chamber functioned correctly. There was no sign of any physical damage to the aluminium base of the chamber. The returned chamber did not exhibit any of the known characteristic signs of float failure resulting in overfilling. It is possible for the floats to become unstuck during transport back to foreign country. This failure mode is being further investigated through a CAPA project to address the overfilling of mr290 humidification chambers. Conclusions: we could not replicate the alleged fault. We are aware of other similar complaints reporting failure of the float mechanism the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
A hospital in a foreign country reported, that the mr290 humidification chamber primary float failed and the chamber filled above the black line. It was reported that the patient suffered no injury as a result of the incident.